Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2.1 half height drawer experienced multiple cubie failures with not detected on bus errors. The user attempted recovery; however, the affected cubies could not be recovered and the drawer required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer found no issues with the device. The system functioned as intended after the field service engineer investigated the device.